Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), which is included in an advisory population, expired for unspecified cause. The patient's family had made an allegation that the device exhibited premature battery depletion.